Event description:
Information received indicates the head end of the bed has a very slow downward drift.

Manufacturer narrative:
The technician replaced the head end high/low cylinder down solenoid valve to repair the bed.